Event description:
It was reported that the user experienced recurring ilet alert 64 despite multiple restarts, and a replacement ilet was shipped while the original device remained in service at approximately two-thirds battery capacity. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health or hospitalization. Investigation included complaint intake and replacement logistics for continued therapy. Investigation of this case revealed a persistent alarm condition consistent with a device malfunction affecting the pump system function, with no evidence of user harm. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.